Event description:
It was reported by the end user that a spoke on the wheel has broken. He alleges the wheel was "defective in the molding process" and is not a wear and tear issue. No patient injury alleged, no additional information provided.